Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device investigation determined the most likely cause of the disconnected light guide connector was excessive force applied during use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information:updated fields: h4.

Event description:
The customer returned the telescope to olympus repair center for evaluation of a disconnected light guide connector that was discovered during reprocessing. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found light guide connector disconnected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.